Event description:
A device report from (B)(4) indicated a surgeon in the (B)(6) reported: surgeon inserted a screw at the wrong angle into a plate. Surgeon tried to remove the screw and it just spun inside the plate. Surgeon did not try to use the removal tool and the screw remains in the plate. Surgeon did insert another screw, locking screw, into the plate and completed the procedure. This is 2 of 2 reports for this complaint.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.